Event description:
The customer reported that while performing a volume verification on summit that wells b9, b11 and b12 had no cobalt reagent added and no alarm was generated and that wells d6 and d11 were dry and no alarm was generated. A field service engineer was dispatched to investigate the concern and they observed that the secondary rack was out of alignment and that some clamps were worn. They aligned the secondary rack, repalced the worn clamps and cleaned the instrument. In addition, a volume verification procedure and diagnostics checks were performed to verify that the instrument was operating properly. No death or serious injury was associated with this incident.